Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Lens not returned. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter stated the surgeon was inserting an aa4203tl silicone toric single piece lens, 22.5 se/3.5 diopter and the lens tore. The lens was removed with no patient injury. Another same model lens was implanted with no problem. The reporter stated the cause of the event was most likely due to user error.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review - reportedly, single-piece silicone iol with toric optic was torn during insertion requiring intraoperative lens exchange. No report of incision enlargement or any other tissue damage . Another lens was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015 the most likely cause of the event was loading error (new technician in training by staar representative). The same report confirmed that there was no patient injury. (B)(4).